Event description:
Per the clinic, the patient developed a skin flap infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on march 22, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 13, 2024.